Event description:
Insertion of mcghan silicone breast implants, sub pectoralis muscles. These were eventually recalled. Slowly, over the course of three decades I declined in health. Dx with multiple diseases and autoimmune conditions: chronic fatigue, chronic muscle and joint pains, fibromyalgia, lupus, hoshimoto thyroid disease, anxiety, depression, asthma, heart irregularities, tinnitus, digestive disorders, gerd, lactose intolerance, metallic taste in mouth, bleeding gums, neurologic problems, skin rashes, unusual reactions to common medications, eye problems, rare bone disorder, blood irregularities requiring infusions, inflammatory responses from all body systems and list continues. The list of specialists and test run are documented and can be substantiated by a paper trail. I see that you've asked for a picture of the implants. I can supply this but do not have the means to upload them to my computer. I can send them to an email address if you can provide me with one. Each year I declined, and more illness were piled onto the ones that were already accumulated since implant. No one could figure out the root cause no one even considered it could be my implants until I had them removed and I started to improve. I am now, since my breast implant, off of all the meds I was taking prior to explanation I was on asthma medication, muscle relaxers, anti-anxiety and anti-depressants, meds for fibromyalgia, topical gels for skin rashes, crutches, leg brace for broken bones from a rare disorder called idiopathic transient osteoporosis of the foot, IV infusions from my hematologist for extremely low ferritin levels, stomach meds for my gerd etc. FDA safety report ID # (B)(4).